Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing connector and a y connector snapped at a junction. As a result, there was a leakage of blood. There was no reported patient harm.

Manufacturer narrative:
The customer's complaint that the tubing connector and a y-connector snapped at a junction could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.